Event description:
It was reported that this was a general comment for arteriotomy closures of the common femoral artery (cfa) using a starclose device. The physician made a general comment stating that the device is safe and predictable in its deployment as well as being highly effective. Like all closure devices, it has a (low) failure rate, but when this happens, it is generally controlled and safe, requiring manual pressure to rectify. It works best with retrograde punctures of the cfa. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event estimated.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported, and the packaging was not returned. Based on the information provided, a definitive cause for the reported unspecified device issue could not be determined. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. E1 correction: physician name updated from (B)(6).